Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that a wire broke while an instrument was being used to reduce a hernia, and an image of the issue was provided. Tse troubleshooting first focused on gathering basic incident details since the facility had not experienced an instrument break before and was unfamiliar with the protocol. It was then determined that the broken instrument had been discarded, which meant it could not be returned for further evaluation, and it was noted that it still had four lives remaining.